Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 12jul2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
On 01-may-2019 medwatch form FDA 3500a notification user facility report number (B)(4). It was reported that seven respiratory therapists and a few nurses had adverse reactions to the halyard fluidshield masks. Some reactions resulted in asthma attacks one of which required an emergency room visit, while others resulted in a facial rash and hives. Reactions were so widespread and severe that we discontinued use of this particular product. No additional information was received.